Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a drop in sensing was observed. Patient received inappropriate therapy due to t-wave oversensing. New sense/pace lead was implanted.